Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple and then a little over a month later injected with another 1ml of juvéderm® voluma¿ xc into the left temple. A little less than four months later, the patiente experienced mild kerititis that was treated with recombinant bovine basic fibroblast groth eye drops for three days that also resolved on the third day. The same day the keratitis began, patient also experienced mild varicosity that is ongoing with no treatment. A little less then five months after these events, patient had a mild urinary tract infection that resolved in 5 days with no treatment. All events are not related to the device. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00625 (allergan complaint #pr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional. Therefore; additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of uti, deemed not device related is considered an unexpected adverse drug experience.